Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified broken shell and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a broken striated edge and one striated opening. Based on the device analysis the final assessment was two striated patterns along the same edge broken in the radius side assessed as surgical damage, one striated opening in the radius side assessed as surgical damage, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.